Event description:
During cardiac ablation, sudden decrease in blood pressure and heart motion compared to baseline. Pericardial effusion confirmed and resolved with subsequent pericardiocentesis. What was the original intended procedure: cardiac ablation.

Manufacturer narrative:
Cf-d7-aaa-nsda is a diagnostic catheter and is not an ablation catheter. It is passive in nature and does not provide therapy. Catheter does not provide ablation therapy and there for if ablation therapy caused the sudden decrease in blood pressure the active catheter (the biosense webster thermocool catheter) would be the cause. Since there was no report of failure of the tz medical catheter it is extremely unlikely that it contributed to the event.